Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operation room for lead repositioning. Before procedure, it was noted that the lead had dislodged and the patient received inappropriate therapy. During imaging, the lead appeared to have pulled back into the atrium. During repositioning it was noted that the lead had tissue trapped in the helix. The lead was explanted and replaced. The patient was stable during and post procedure.